Event description:
New information on (B)(6) 2018 stated the patient presented in clinic for follow up. The implantable cardioverter defibrillator was reprogrammed successfully.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited myopotential oversensing. No intervention was performed.